Manufacturer narrative:
Please see b5 and b6 for corrected user culture results. This report is being supplemented to provide additional information based on results of third party testing (please see b6), the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the probe unit piezo elements were defective. However, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report. Please see b6 for correct customer culture results.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for greater than 100 colony forming unit (cfu) of acinetobacter johnsonii and tested positive for 7 colony forming unit (cfu) of enterobacter cloacae. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses aniosyme x3 detergent to clean the scope. During manual cleaning, the customer used albyn medical brush and aniosyme x3 detergent to brush and clean the scope. The scope was also manually disinfected. For automated endoscope reprocessor (aer) treatment, the wassenburg wd440 adaptascope reprocessor along with adaptaclean detergent and adatacide disinfectant was used. The scope was stored in a wassenburg dry300d drying cabinet and wassenburg is the customer¿s maintenance company. The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.